Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic sleeve gastrectomy, when the stapler was placed on the upper part of the stomach, the issue occurred on the first day after surgery, there was leakage in the anastomosis that caused peritonitis. Re-opening the patient, protection of the leak with the use of specialized equipment was done. The events lead to or extended the patient¿s hospitalization for at least two months. There was an unanticipated tissue loss as a result of this problem. The incision was extended by more than 1 inch or 2.54cm. The patient was provided with a special leak-proof prosthesis, specialized antibiotics against inflammation were used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic sleeve gastrectomy, when the stapler was placed on the upper part of the stomach, the issue occurred on the first day after surgery, there was leakage in the anastomosis that caused peritonitis. Re-opening the patient, protection of the leak with the use of specialized equipment was done. The event lead to or extended the patient¿s hospitalization for at least two months. There was an unanticipated tissue loss as a result of this problem. The incision was extended by 10-15 cm. The patient was provided with a special leak-proof prosthesis they used stent to protect the leak, specialized antibiotics against inflammation were used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.